Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas in conjunction with a dexcom g7, after self-reporting a prior low glucose episode that they overtreated; the user observed a high ilet reading, performed a confirmatory fingerstick showing elevated glucose, inserted a new infusion site, administered 3 units of backup insulin off-pump, disconnected from the ilet, and later reconnected once glucose returned to range. Symptoms included elevated blood glucose. Outcomes included temporary use of backup insulin therapy and restoration of glucose to target without medical intervention or hospitalization.

Manufacturer narrative:
Investigation included complaint handling, user education, and troubleshooting guidance provided remotely. Investigation of this case revealed no confirmed device malfunction and a probable user-related factor consistent with overcorrection of hypoglycemia leading to rebound hyperglycemia. It was concluded that the event was consistent with hyperglycemia of unclear cause with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.